Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. The device has the body broken at the middle of the device. Overall length couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05769. It was reported that guidewire fracture occurred. The target lesion was located in the coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, test rotation was performed outside the patient. However, it was noted that the wire was broken. The broken wire clogged the lumen and became unable to be removed from the rotalink¿ plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-05769. It was reported that guidewire fracture occurred. The target lesion was located in the coronary artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During preparation, test rotation was performed outside the patient. However, it was noted that the wire was broken. The broken wire clogged the lumen and became unable to be removed from the rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.